Manufacturer narrative:
Data and information provided by the customer confirms the complaint issue. Review of tracking and trending data for the architect anti-hbs assay did not identify an increase in complaints related to the issue under review. Additionally, an increase in complaint activity was not identified for the reagent lot. Device history review did not identify issues associated with the customer¿s observation. Review of historical data shows that the median patient result for the master lot falls within +/-2sd of the established baseline, indicating the reagent lot is performing acceptably on market. A review of the labelling addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay was identified.

Event description:
The customer reported false elevated architect anti-hbs. The customer questioned the following sample data: sample 1: anti-hbs result was 897.65 miu/ml and repeat result on maccura platform was negative (no result provided). Sample 2 anti-hbs result was 68.24 miu/ml. Sample 3 anti-hbs result was 31.05 miu/ml, re-test result was 32.61 miu/ml. Sample 4 anti-hbs result was 181.44 miu/ml. Sample 5 anti-hbs result was 450.96 miu/ml. Based on the world health organization recommendation, an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Event description:
The customer reported false elevated architect anti-hbs. The customer questioned the following sample data: sample 1: anti-hbs result was 897.65 miu/ml and repeat result on maccura platform was negative (no result provided). Sample 2 anti-hbs result was 68.24 miu/ml. Sample 3 anti-hbs result was 31.05 miu/ml, re-test result was 32.61 miu/ml. Sample 4 anti-hbs result was 181.44 miu/ml. Sample 5 anti-hbs result was 450.96 miu/ml. Based on the world health organization recommendation, an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18-78 that has a similar product distributed in the us, list number 1l82, with 510k/PMA/bla number p050051.